Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that during a code blue, two philips xl defibrillators were used to shock the patient however each shock administered was not administered. Both machines failed to deliver a shock when indicated to do so. This investigation is regarding the second device used. The first device and patient death are investigated in MFR. Report #: 1218950-2015-05421. The involved patient died.